Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): upon preliminary analysis, the device had no telemetry and no pacing output. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no performance data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive.

Event description:
It was reported that during normal follow up visit it was not possible to interrogate the implantable cardioverter defibrillator (ICD) with the carelink programmer. There was no connection at all through use of two different programmers; the ICD was suspected of reaching premature battery depletion, therefore the ICD was removed and replaced with a new device. No patient complications have been reported as a result of this event.